Manufacturer narrative:
Concomitant medical products: product ID: 5568-45 lead, implanted: (B)(6) 2007; product ID: evolutr-26-us transcatheter valve, implanted: (B)(6) 2019; product ID: 620rg27 heart ring, (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was removed due to infection. Vegetation was noted on the right atrial (ra) lead and cultures were taken and the organism was identified as streptococcus. No further patient complications have been reported as a result of this event.